Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-00678.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 8 (cat8) and a non-penumbra sheath. During the procedure, the physician experienced resistance while advancing the cat8 through the sheath, and subsequently, the cat8 kinked; therefore, the cat8 was removed. The physician then advanced a new cat8 through the sheath; however, the same issue occurred therefore, the cat8 was removed. It was reported that the sheath was kinked which lead the two cat8s to kink when advanced through. The procedure was completed using a new cat8 and a new sheath. There was no report of an adverse effect to the patient.